Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.b3 date of event b6 date of relevant test. D4 lot #, expiration date. D9, h3, h10 the device was initially reported as not returning; however, it was returned for analysis. H4 device mfg date. H6 type of investigation code 4115 was removed.

Event description:
It was reported that the procedure was to treat a lesion in a unspecified artery. The 3.00x15mm nc trek balloon dilatation catheter (bdc) was used in a procedure; however, the bdc snapped during use. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.